Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band failure to deploy. Imdrf device code a0401 captures the reportable event of a trip wire break. Block h11: the device was not returned for analysis; therefore, a product analysis could not be performed. For this reason and due to the lack of evidence, it is unable to confirm the reported events. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed. The instructions for use (IFU) contains detailed device information and instructions for the device's use. Additionally, it was confirmed that the following adverse events are anticipated in the instructions for use (IFU): "hemorrhage, minor." Also, there is no evidence the device was improperly used per the instructions for use (IFU) and there is no evidence that there is any issue with translation, wording, or graphics of the instructions for use (IFU) or labeling information. Based on the event description and information provided by the customer, there is not enough evidence to determine whether the problems were induced due to the physician's technique during the procedure or were related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal varices in the esophagus during an elastic band ligation of esophageal varices via eda procedure performed on (B)(6) 2026. During the procedure, when the elastic band was released, it did not come out, and the wire subsequently broke. This resulted inactive bleeding from the varicose vein. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal varices in the esophagus during an elastic band ligation of esophageal varices via eda procedure performed on (B)(6) 2026. During the procedure, when the elastic band was released, it did not come out, and the wire subsequently broke. This resulted inactive bleeding from the varicose vein. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band failure to deploy. Imdrf device code a0401 captures the reportable event of a trip wire break.